Event description:
It was reported during deployment of the filter, the filter became unsheathed. When the dr treid to pull back on the pusher wire, the filter would not release from the pusher wire. The dr pulled back on the pusher wire and the filter moved caudally, still attached to the pusher wire. In an effort to release the filter from the pusher wire, the dr pulled back on the pusher wire. The dr manupulated the filter and after release it was tilted at a 40 degree angle. The delivery system was withdrawn. It was then decided that the filter should be removed. The filter was successfully retrieved. A g2 jugular filter was placed.